Manufacturer narrative:
The technician was able to pass the laboratory 0.025" guidewire through the iab lumen without difficulty. There were no kinks or blockage found. The reported problem could not be confirmed by the evaluation. A review of the device history record does not indicate any lot specific issues. Internal file number: (B)(4).

Event description:
The guide wire could not be inserted into the iab.